Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on 05/11/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that her symptoms have improved a lot. Customer went to the hospital on (B)(6) 2016 and they gave her insulin and it came down to 265mg/dl. Customer states that she is feeling good now. Customer states that before she was a borderline diabetic but now they diagnose her as a full blown diabetic. Customer was told to go and see her dr. Customer is on her way to her doctor's office now. The blood glucose test result when at the hospital was 601mg/dl. Customer left the hospital on (B)(6) 2016. Customer run a blood test before lunch and then result was 335mg/dl then run another blood test an hour later and got 400mg/dl. Manufacturer contacted customer on 05/18/2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. Customer states that she passed out at work yesterday because of high blood results. Customer states that her results were over 480mg/dl. Customer states that she started to monitor her results all day today and she is getting high blood results. Customer states that she is having symptoms of blurry vision and she is feeling sluggish. Customer was not feeling well at the time of the call and will seek medical attention.